Event description:
An aneurx bifurcated stent graft of unknown size and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology are unknown. The pt has a history of previous myocardial infarctions. It was reported that the stent graft was deployed without incident. Approximately 2 weeks post-implant, the left iliac stent graft developed a kink, which was resolved by balloon angioplasty and implantation of a stent inside the stent graft. No complications were reported as a result of the second procedure, and the pt was reported to be doing well. As the pt was recovering in the hosp, they suddenly collapsed and died. The autopsy indicated that the pt died of a myocardial infarction, and that the aneurysm and stent graft were intact.